Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that difficulty crossing the lesion occurred. The 85% stenosed target lesion being treated was located in the severely calcified and moderately tortuous left anterior descending artery. An unspecified balloon catheter was used to predilate the lesion. A 4.00x28mm promus element plus stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complication was reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found that several stent struts on the first distal row were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).